Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the clinic received a referral from an external ent who had been treating the user. The note suggested that the implant had extruded through the skin behind the ear. Reportedly, the skin breakdown was not under the magnet but at the lower edge of the receiver stimulator. It is suspected that the tissue was under pressure and eventually broke down and that there was no infection leading to the extrusion. An appointment was arranged at the ci clinic for (B)(6) 2022 but the user did not show up. On (B)(6) 2022, the mother emailed indicating that the user was not hearing questioning the external device and that she had been dealing with an infection on her head since (B)(6) 2022 and was followed by an external ent. Swabs were taken, however the results are not available. The infection was treated with wound care cream and bandages back then. The user came to the clinic on (B)(6) 2022 with the stimulator housing exposed. Reportedly, a secondary open wound did appear above the stimulator housing and it's believed that the silastic(?) Casing was visible in the anterior/posterior section of the coil. It was decided that the device will be explanted immediately ((B)(6) 2022). Reportedly, there was no infection present when the device was removed, therefore no swabs were taken. Due to the poor tissue quality the wound could not be primarily closed. The user will most likely require a flap revision prior to re-implantation.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the implant housing through the skin. Reportedly the recipient suffers from medical conditions, which might have contributed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
On (B)(6) 2022 the clinic received a referral from an external ent who had been treating the user. The note suggested that the implant had extruded through the skin behind the ear. Reportedly, the skin breakdown was not under the magnet but at the lower edge of the receiver stimulator. It is suspected that the tissue was under pressure and eventually broke down and that there was no infection leading to the extrusion. An appointment was arranged at the ci clinic for (B)(6) 2022 but the user did not show up. On (B)(6) 2022, the mother emailed indicating that the user was not hearing questioning the external device and that she had been dealing with an infection on her head since (B)(6) 2022 and was followed by an external ent. Swabs were taken, however the results are not available. The infection was treated with wound care cream and bandages back then. The user came to the clinic on (B)(6) 2022 with the stimulator housing exposed. Reportedly, a secondary open wound did appear above the stimulator housing and it's believed that the silastic(?) Casing was visible in the anterior/posterior section of the coil. It was decided to explant the device immediately ((B)(6) 2022). Reportedly, there was no infection present when the device was removed, therefore no swabs were taken. Due to the poor tissue quality the wound could not be primarily closed. The user will most likely require a flap revision prior to re-implantation.